Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vessel dissection is a potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
Additional information received indicated that review of angiographic imaging observed a distal embolization following atherectomy. Following plain old balloon angioplasty, a minor dissection was observed which resulted in a major dissection following use of the drug coated balloon. No intervention was performed. The clinical event committee reviewed images and concluded that the oad was possibly related to the dissection and embolism. The physician clinically determined that no complications or adverse events occurred during the procedure.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use user manual states that distal embolization is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 90% stenosed, 90mm long, 270-degree calcified lesion in the distal superficial femoral artery (sfa) of the right limb. The vessel was 5.50mm in diameter. Three low-speed treatments were performed followed by two medium-speed treatments and concluded with two high-speed treatments. Following oad treatment, distal embolization was identified during core lab angiographic imaging review. Balloon angioplasty was performed to complete the procedure with no further patient complications.